Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they had surgery last friday ((B)(6) 2023) and "had a piece of the lead removed". Pt clarified they had their "lead wire" removed that went to their "pne" that was by their spine. Pt stated they had a neurosurgeon remove it and stated they had it removed so that they could have mris. Pt reported lead was not removed initially because "it broke when he was doing surgery". Pt reported "it was too close to my spine to take it out" so pt stated they had to get a neurosurgeon to take it out. Pt stated "the other pne that they put in on my left side is supposed to be MRI compatible". Pt stated their dr sent orders over to "rayas" so that they can get the MRI done but stated they won't do the MRI "because your records are showing that they are incorrect, that I still need to have it done". Pt clarified they had entire components of lead va0hg6n removed since it was not compatible with mris so that pt can have full body MRI scans now. Pt stated this lead has been totally removed from the right side now. Pt stated record is still showing that lead is implanted. Patient need the scan because they wanted another surgery. The agent reviewed the MRI mode overview. Pt stated MRI mode programming is incorrect since lead has now been removed. The patient stated lead was removed at mercy hospital and they have not had MRI programming completed since lead was removed. Redirected pt to managing healthcare provider to discuss/address MRI programming eligibility since lead was removed. Pt stated mdt rep had informed pt before that they could not have MRI scan as they would have to get lead removed before they could get MRI and pt stated "now it's done" (lead has been removed).  The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0hg6n); product type: 0200-lead; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.